Manufacturer narrative:
(B)(4): this customer reported that while the device was being used in the AED mode and the nurse was doing CPR, the nurse received a shock. There was no serious injury to the nurse, who did not receive treatment afterward. The involved patient died, but there is no allegation that the device behavior in any way impacted the patient outcome. We are considering this as a malfunction based on the customer report only. We have requested for additional information and are also awaiting the results of the device evaluation. This investigation remains open. A follow up report will be submitted upon completion of the investigation.

Event description:
This customer reported that while the device was being used in the AED mode and the nurse was doing CPR, the nurse received a shock. There was no serious injury to the nurse, who did not receive treatment afterward. The involved patient died, but there is no allegation that the device behavior in any way impacted the patient's outcome.